Event description:
A surgeon reports that a pt developed endophthalmitis post cataract surgery and intraocular lens implant. It was reported that the pt's visual acuity was reduced. A vitrectomy was performed.